Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) in the process of rolling up and pulling the seal, only the tube came out as it came out halfway and it seemed to have caught something, and the seal remained inside. In the process of pulling the delivery device that went through steps 1, 2, and 3 from the loading device (step 4), the seal caught in the middle of the tube and remained inside the loading device. Per photo provided by the complainant, the seal is still in the delivery device. There is no evidence of blood. It was completed with a new device. No delay. There are no reported clinical harms to patient.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/17/2024. A photograph was provided by the account. The aortic cutter was observed to be deployed with the plunger depressed. The delivery device was observed in the loading device with the unfolded seal visible in the window of the loading device. The white plunger was not depressed. No visual defects were observed. An investigation was conducted on 05/21/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The aortic cutter was observed to be deployed normally with no visual defects. The delivery device was returned inside the loading device with the unfolded seal visible in the window of the loading device. The blue slide lock was on and the white plunger was not depressed. An attempt was made to load the seal into the delivery device. When the delivery device was pulled out of the loading device during step 4, the delivery tube detached from the handle of the device and remained inside the loading device, along with the loaded seal and tension spring assembly. No cracks or delamination were observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. An engineer evaluation was conducted on 05/29/2024 to further investigate the detachment of the delivery tube: "the loading device cover was removed to expose the seal. Seal was removed from the loading device and inspected for delamination and pin holes. No defects observed. Bottom of loading device was inspected for presence of any defects that could have caused seal to remain in the loading device while the delivery device was being removed. None were found. The delivery device handle halves were found to have been separated. Deformed material along the handle seam indicates a tool was used to pry apart the handle. The tube was found disconnected from the delivery device. There is evidence of ca glue on the tube indicating it was previously adhered to the delivery device handle. Based on the returned condition of the device, investigation results, and engineer evaluation, the reported failure "fitting problem", as well as the analyzed failures "break; detached delivery tube" and "break; delivery device handle", was confirmed. The lot # 3000332869 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.